Manufacturer narrative:
Concomitant medical products: 5054-52 lead, implanted (B)(6) 2006.

Event description:
It was reported that the right atrial (ra) lead exhibited high, but stable, thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.